Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
(B)(4)